Manufacturer narrative:
Additional information: d9, g3, h2, h3. One brk transseptal needle was received for evaluation. The primary angle of the needle tip was consistent with the specification. However, it was noted that the needle distal tip had been bent. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blunt needle tip is consistent with the needle tip damage. The cause of the needle tip damage remains unknown.

Event description:
During a premature ventricular contraction procedure, the tip of the needle was blunt and could not be inserted into the septum. Another device was used via an additional femoral puncture site to complete the procedure with no adverse consequences to the patient.